Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The left ventricular outputs were programmed high. The device was explanted and replaced. No patient complications have been reported as a result of this event.